Event description:
It is reported in 2006, during insertion of a stem, the stem would not seat correctly. The surgeon had difficulty controlling the rotation since there was no threaded hole visible to screw in the rotation bar. It took approximately 2.5 hours to remove the stem.

Manufacturer narrative:
Evaluation summary: scars and cuts seen on fiber metal pad. Inclusions found on surface of pads could be due to bone material that got trapped during initial attempt of stem insertion. The outer diameter of the stem was measured at different locations up to 1.5" from distal tip; dimensions were found to be as per specifications. Cause cannot be definitively determined. Stem has a large section of fiber metal missing from the lateral side of proximal end. There are also two cuts to the fiber metal on the medial aspect of the stem approximately 2" from the distal end of the device. Manufacturing records are intact, comforming and indicate manufacture to specification.